Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (69lgx) that was used with the device was returned for evaluation on (B)(4) 2015. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned transmitter (part number stt-rx-001/serial number (B)(4)/lot number 5197720), being used with the complaint receiver, was returned on (B)(6) 2015. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.